Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation analysis, the sensor glucose (sg) value on 23 april 2024 at 1:30 pm was 106 mg/dl and the blood glucose (bg) value was not found. The reported bg value of 350 mg/dl was probably not entered into the dms. The customer did not receive any high glucose alerts because the sg value never went above the high glucose alert threshold of 250 mg/dl. A review of the system's performance did not reveal any abnormalities. The variation observed by the customer was due to early wear adjustment where the sensor tries to stabilize inside the body. The sensor was inserted on (B)(6) 2024, 8 days before the reported event. The system performance for 2 weeks following the event showed an improvement and the sg readings matched with the calibrations, which confirmed that the sensor got stabilized. The customer did not report any further issues and no further investigation was found necessary for this complaint.b4. Date of this report updated to 19 july 2024.g3. Date received by manufacturer is updated to 27 june 2024.h3. Device evaluated by manufacturer? Yes.h6. Investigation findings updated to 213.h6. Investigation conclusions updated to 67, 22.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On april 25, 2024, senseonics was made aware of an incident where the patient experienced hyperglycemia likely due to sensor inaccuracies, on (B)(6) 2024. This event was due to food eaten during lunch. The patient did not have any symptoms. The patient reported that sensor glucose (sg) at 01:30 pm was 250 mg/dl where as blood glucose (bg) value was 350 mg/dl. Patient mentioned receiving high glucose alert, but a review of data management system (dms) did not show registering any high glucose alert.